Manufacturer narrative:
Analysis and results: there is a previous complaint of this code batch for the same issue. We manufactured (B)(4) units of this code batch. There are 36 units (blocked) in b. Braun surgical's warehouse. We have received 45 closed samples. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in closed samples received, we have noticed that 30 threads break easily next to the needle. The detachment of the needle occurs by too much thermal treatment applied to the thread ends which causes that the thread burns and breaks easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that there was a needle crimping problem . They come off the thread too easily. The incident occurred during use. No patient consequence. No further information is received.